Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind due to the motor encoder signal being out of phase. The device was received with scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed motor error repeatedly. No further information was provided.